Event description:
This cardiac resynchronization therapy defibrillator was interrogated by a guidant representative post mortum. Low voltage shocking lead impedance readings on 5/29/05 had decreased from the previous day. Electrograms recorded on 5/30/05 displayed an episode of ventricular tachycardia (vt) for which antitachycardia pacing (atp) was delivered which did not convert the patient's arrhythmia. The device delivered 4 shocks but the episode detail documented a shorted lead for each shock. These shocks did not convert the patient. The device displayed additional attempts to administer atp followed by shorted shock messages. The last recorded episode displayed an attempt at atp late 5/30/05, however, the patient was asystolic. The device displayed a warning screen indicating a shorted shocking lead was detected on 5/31/05.